Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 implant of the fast fix device could not be deployed. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay due to the reported event. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device was outside of original packaging. The depth tube has been cut. The t1 anchor is at the distal tip as intended. The t2 anchor is pushed forward to the needle dimple. No physical damage visible to the imaged device. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected data b2: required intervention to prevent permanent impairment/damage is checked, other serious (important medical events) is not checked.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the t1, t2, and suture still on the needle. The t1 is at the end of the needle, the t2 has been pushed past the dimple. The variable depth straw has been trimmed. A functional evaluation, using a simulation meniscus, showed the t1 deployed and implanted as intended. The t2 did not deploy. A review of the customer provided image revealed the device was outside of original packaging. The depth tube has been cut. The t1 anchor is at the distal tip as intended. The t2 anchor is pushed forward to the needle dimple. No physical damage visible to the imaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was determined to be component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Health effect - impact code.